Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "alarm speaker sound very low" was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be speaker not being fully seated within the speaker post and not adhered at all glue points. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had low speaker sound during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.